Event description:
Plastic o ring that holds breathing mask and elbow that connects to the hose of the CPAP unit came off while in use. This makes the whole mask unit to be replaced at a cost of $69.00. The thin "o" ring which was made of clear plastic is hard to locate at night. This is very dangerous for a pt who has sleep apnea and relies on the system to breath.